Manufacturer narrative:
It was not possible to investigate the complaint as no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. Review of the history device records confirmed the valve product code ns9008 with lot cnpbft, conformed to the specifications when released to stock on the 28th february 2014. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not available.

Event description:
Patient submitted to ventriculoperitoneal shunt with programmable valve due to hydrocephalus, showing good functioning for 15 days only. Since the valve was implanted in the patient the doctor questioned, even making the correct settings, the patient did not improve their clinical condition. Two were made and evaluation valve surgery. In the second surgery was performed its replacement by medium pressure valve - code ((B)(4)).valve not functioning as there did not appear to be flow.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.